Manufacturer narrative:
The pump user guide states: "change your cartridge every 48¿72 hours as recommended by your healthcare provider. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer smelled insulin from the cartridge septum and suspected leaking, but did not see any leakage. Customer's blood glucose level was between 100-230 mg/dl. Reportedly, the customer was using the same cartridge for four days before changing it. Customer was able to successfully load a new cartridge to address the issue.